Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met all product specs. The fluidics module was received for eval. There was no obvious visual nonconformity on the exterior of the fluidics module. Upon disassembly, evidence of corrosion was noted on the irrigation valve pincher assembly near the ds3 photo interrupt sensor. The fluidics module was installed into a calibrated system and powered on. The fluidics module was recognized by the system and no system messages appeared during boot up. A cassette was connected to the fluidics module and primed without a problem. The fluidics module was removed from the calibrated system. The faceplate of the fluidics module was removed and the co valve pincher and ds3 photo interrupt sensor were investigated. There was evidence of corrosion due to fluid ingress noted on the co valve pincher near the ds3 photo interrupt sensor. Sample testing of the cassette found the fluidics module to meet specifications. However, corrosion or a fluid contacting the ds3 sensor on the cable assembly can lead to an intermittent short, which is known to be a direct cause of the system message reported. A review of the complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause is fluid contacting the wire connection point of photo interrupt sensor ds3 on the cable assembly, leading to an intermittent short in the sensor. (B)(4).

Event description:
A customer reported that during a procedure, a system message displayed. The message could not be cleared so the system was switched out to complete the case. There was no harm to the pt.